Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Top case cracked by the front right bottom corner and missing feet on the bottom case. Visible contamination by the "l" bracket pole clamp. Unable to duplicate reported problem; however, an error was found in the event history log (ehl). The root cause of the issue could not be determined. The top case was replaced, installed missing bottom case foot. The device was cleaned, greased and calibrated. Performed power up process, occlusion test, all functional tests and device passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that there was a force sensor error. No patient injury was reported.